Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) pc was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907,h3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system is turned on an error message appears that stated "an error has occurred that may have damaged the system's integrity. Restart the mobile view station (mvs) and image acquisition system (ias) and if the issue persists, contact medtronic technical support." The site confirmed that the system was restarted 3 times with no change. There was no patient involvement.

Manufacturer narrative:
The return of bi71000907 provided the lot number 2635068 rev. B. The hardware was returned and analysis was performed. The mobile view station (mvs) computer failed bench test. System integrity error issue. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.